Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/08/2016 with the following findings: the pump battery compartment was observed to be cracked below the bumper pad traveling toward the case seal. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked. This report is made based on the results of evaluation completed 03/08/2016.